Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue, and the patient is experiencing blood glucose levels of 30-40 mg/dl, no symptoms. This complaint is being reported because the reported issue was not resolved with troubleshooting and the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.